Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the doctor confirmed the ins was still functional and still had battery capacity, however, the ins was turned off when they checked it, and they could not see why it stopped or how long it had been off for. The doctor suspected the device may have been turned off during a radiofrequency (rf) ablation procedure on the patient's back or open heart surgery (no allegation related to device/therapy). When the doctor turned the therapy back on today in the office, it zapped the patient and hurt, because it took the patient by surprise. It was confirmed the doctor adjusted the amplitude to a comfortable level before the patient left their office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.